Manufacturer narrative:
On (B)(6) 2020, it was reported that the patient experienced bilateral ptosis and rupture on the right breast implant. The date of removal was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/17/2020, it was reported to mentor that the replacement devices were non-mentor breast implants allergan brand. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent breast augmentation primary with a mentor memorygel breast implant 425cc and experienced pain on left breast implant. On (B)(6) 2019, the patient had a car accident and bumped her right breast and got a bruise. Patient stated the bruising went down but still has pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.